Manufacturer narrative:
Blocks b5, d4: (brand name, model number, lot number, catalog number, expiration date, UDI), d6a, g1 MFR site facility name, e1 (below) and h4 updated based on the additional information received on december 14, 2022. Correction to blocks a1, b5 and h6: patient codes. Block b5: eep meaning clarified - erosion/extrusion/protrusion of the mesh. Block h6: patient code e2006 for eep has been added. Block a1: (B)(6). Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6). Block h6: imdrf patient codes e2006, e1007, e1405, e2330 and e2401 capture the reportable events of eep (erosion/extrusion/protrusion of the mesh), difficulty in bowel movement, dyspareunia, pain and other damage. Imdrf impact code f19 captures the reportable event of surgical interventions. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for personal injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo implant was implanted into the patient during sacrocolpopexy, anterior and posterior vaginal repair, transobturator and suburethral sling procedures performed on (B)(6) 2017. A mesh from a different manufacturer was also implanted. Findings noted at that time included left side pain and significant adhesions. After the procedure, the patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage. Surgical interventions: on (B)(6) 2017, the patient underwent further surgery for the following purpose: cut protruding stitches holding mesh in place into vaginal wall at entry. On (B)(6) 2017, the patient underwent further surgery under general anesthesia for the following purpose: sling isolated laterally on left side. Removal of 'v' section. Preoperative diagnosis included suburethral ling pain. On (B)(6) 2017, the patient underwent further surgery for the following purpose: remove section of vaginal mesh. On (B)(6) 2017, the patient underwent further surgery under general anesthesia for the following purpose: removal of further mesh. On (B)(6) 2018, the patient underwent further surgery for the following purpose: removal of any remaining mesh. On (B)(6) 2018, the patient underwent further surgery under general anesthesia for the following purpose: pelvic floor botox. Nerve block. Removal of any further mesh. On november (B)(6) 2018, the patient underwent further surgery under general anesthesia for the following purpose: pelvic floor botox. Nerve block. Removal of any further mesh.

Event description:
It was reported to boston scientific corporation that a obtryx ii implant was implanted into the patient on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; surgical interventions: on (B)(6) 2017 the patient underwent further surgery for the following purpose: cut protruding stitches holding mesh in place into vaginal wall at entry. On (B)(6) 2017 the patient underwent further surgery under general anesthesia for the following purpose: sling isolated laterally on left side. Removal of 'v' section. On (B)(6) 2017 the patient underwent further surgery for the following purpose: remove section of vaginal mesh . On (B)(6) 2017 the patient underwent further surgery under general anesthesia for the following purpose: removal of further mesh. On (B)(6) 2018 the patient underwent further surgery for the following purpose: removal of any remaining mesh. On (B)(6) 2018 the patient underwent further surgery under general anesthesia for the following purpose: pelvic floor botox. Nerve block. Removal of any further mesh. On (B)(6) 2018 the patient underwent further surgery under general anesthesia for the following purpose: pelvic floor botox. Nerve block. Removal of any further mesh.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.